Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged a day after implant and the lead sensing has dropped. The x-ray results confirmed that the rv lead was dislodged. The lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead was found the day after implant; sensing had dropped from 13 millivolts to 3.5 millivolts and pacing threshold increased from .8 volts at .4 milliseconds to 1.5 volts at .4 milliseconds. Chest x-ray revealed that rv lead was dislodged. The physician had it repositioned successfully. Rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.